Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected pump reset occurred. Customer reloaded the same cartridge and insulin delivery was resumed. Customer's blood glucose was 217 mg/dl.